Event description:
Photo diode mirror came unglued so energy was allowed to exit the laser arm before stepping on the footpedal. There was no injury to either the pt or staff in the room.

Event description:
Add'l MFR info rec'd in 04/10/2003: there is a beam shutter within the unit that blocks laser radiation from exiting the unit during calibration and/or changing of the laser wavelength. In may of 1993 this shutter was modified. A small hole was added to the shutter to help dissipate heat from the beam dump pad. The beam dump pad was attached to the internal surface of the shutter with an adhesive epoxy. There were 25 domestic lasers and 1 korean laser affected by this change. Though there were no failures or problems associated with the use of epoxy at the time, a subsequent change physically attached the shutter and beam dump pad and the use of epoxy was eliminated. This change occurred in september of 1993. This design change was intended to preclude any issues associated with the use of epoxy adhesive. During the subsequent 10 years, the affected 26 laser units built using epoxy experienced a single instance of the beam dump pad coming loose from the shutter. In an effort to assure that any remaining lasers affected by the use of epoxy adhesive are identified and corrected, conbio is calling and sending a letter to the individuals and institutions that purchased these lasers. The units, if still in service, are being field upgraded by replacement of the beam shutter mechanism to eliminate the problem.